Manufacturer narrative:
In addition to the foreign material found in the nozzle, service found that the covering of the forceps lever was cut, and the forceps channel port was deformed. The unit connection socket was cracked, and the distal end cap cover was chipped. The insertion tube coating was peeling, and the markings were worn. The light guide lens was cracked and the adhesive around the lenses was also observed to be worn. Several device components demonstrated scratches and discoloration due to wear and physical/chemical stresses. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during reprocessing, the reprocessing machine gave an error and they found the channel of the evis exera iii gastrointestinal videoscope was clogged. The user facility confirmed that no issues were encountered during the previous procedure. There was no report of patient or user harm due to the event. The device was sent to an olympus service center for evaluation. Device inspection and testing found the air/water nozzle was clogged with foreign material. This report is being submitted for the reportable malfunction of the nozzle being clogged with foreign material.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 09-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that foreign material or rubber fragments from a peripheral device such as the air/water valve or water container got into the channel, which caused the suggested event. The user can properly detect the suggested event by handling device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. The user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement: "preparation and inspection_ preparation and inspection of accessories inspection of the air/water and suction valves confirm_ check for excessive scratching or tears in the air/water valve¿s seals. Note: the air/water and suction valves are consumables. If the inspection of the air/water or suction valve reveals any irregularity, use new valves.¿ olympus will continue to monitor field performance for this device.